Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was episodes of oversensing and decreased pacing impedance noted as a result of lead damage observed on the right ventricular (rv) lead. Lead revision is anticipated but has not been performed yet and the patient was in stable condition. Further information was requested but none received.

Event description:
New information was received that the lead was capped and replaced to resolve the event and the patient was in stable condition.